Manufacturer narrative:
Device will not be returned for evaluation. If the device or additional info is received, it will be reported on an supplemental report.

Event description:
It was reported that "had an issue getting a drill bit through the targeting device and then through the nail. Would not line up with the hole in the nail. Had to try repeatedly until they could line up and get it in."